Event description:
Customer reported an issue with the passport v monitor display which may have resulted in a loss of primary monitoring. No pt injury was reported.

Manufacturer narrative:
Service rep replaced the lcd panel and calibrated unit to factory specifications.